Event description:
Philips received a complaint on a patient information center ix indicating that they lost all south connection; the primary server rebooted potentially. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips national service support product support engineer (nss) reviewed available data. Nss looked at the logs the customer has provided and it seemed the certificate for all hosts was renewed 12 days ago but was just installed today. This could have played part on the cause the issue, but this was not able to be confirmed. All other hosts per the nss should restart the application after a new certificate is renewed and installed. Further review was performed by a philips product support engineer (pse). Per the pse, the supplied logs from this system shows a previously reported symptom set / problem which has been addressed via a software update in version 4.6. Fco86202073a has released the software update 4.6.1, which addresses the cause of this investigation. The pse advised working with philips field service/customer to install this update. As software releases are cumulative, the fix for this is included in the current shipping release, currently 4.7.2. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a software deficiency. The customer was provided information indicating that a software update was available and should be installed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.